Manufacturer narrative:
Updated information: d4 serial number updated. H6 impact code f19 removed.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed to support the post cardiotomy cardiogenic shock patient of unknown age and gender who was suffering from low cardiac output syndrome. The patient specific details of age, gender, and underlying medical history were not shared. The pump was supporting when on 6th day of the support the team noted high purge pressure/purge system blocked alarm. The team made decision to troubleshoot by adding the thrombolytic tpa to the purge solution. The pump was not explanted and after 14 hours the lysis was resolving the issue. The pump remains on for support and the issue is being conservatively reported despite no noted consequence to the patient and support.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
D6b: added explant date